Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam the user also alleges visualization of particles, and dry cough. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The report previously reported as uno recall, now it was updated and corrected. In box b, box g and box h sections was updated/corrected.

Manufacturer narrative:
In previous report (device) problem code grid was wrong in this report, now code is corrected. In box b, box g and box h sections was updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles, and dry cough. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.